Manufacturer narrative:
As reported in a research article, acute severe aortic and diastolic mitral regurgitation in a bioprosthetic aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: acute severe aortic and diastolic mitral regurgitation in a bioprosthetic aortic valve.

Event description:
The article, "acute severe aortic and diastolic mitral regurgitation in a bioprosthetic aortic valve", was reviewed. The article presented a case study of a female patient in her 80s with a past medical history of supra-coronary ascending aorta replacement, paroxysmal atrial fibrillation and hypertension. It was reported that on an unknown date, a 23mm trifecta valve was chosen for implant. On a later unknown date, the patient presented with acute confusion and hypotensive. Patient was administered an epinephrine infusion to treat hypotension. Electrocardiogram noted diffuse st depression throughout the precordial and limb leads indicative of global ischemia and aminotransferases were elevated, indicative of severe multi-organ failure. Transthoracic echocardiography (tte) showed severe aortic regurgitation. Transesophageal echocardiography confirmed severe aortic regurgitation due a flail right coronary cusp of the trifecta valve. A decision was made to perform urgent transcatheter valve-in-valve procedure with a 26mm evolut fx valve. Prior to valve deployment, the ventricular wire interacted with the mitral valve and caused worsening mitral regurgitation. The patient deteriorated hemodynamically and required epinephrine boluses and brief cardiopulmonary resuscitation (CPR). The patient regained hemodynamically stability following valve deployment and spontaneous circulation was returned. Post-operative day 1 echocardiography showed normal bioprosthetic valve-in-valve with no paravalvular leak. [The primary and corresponding author was jack bradbury, department of cardiology, austin health, heidelberg, victoria, australia, with corresponding email: jack.bradbury@austin.org.au].